Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, a b30 (scope communication error) was found at device evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to corrosion on plug unit (scope connector). The probable cause of b30 scope communication error was due to data error of scope ID. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had an e315 scope error. This issue occurred during service/maintenance (not in a clinical setting). There was no patient involvement.